Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer returned the camera head to the service center for a separate issue. During evaluation of the device, scope communication error e226. The service repair technician indicated that the most likely cause of the complaint was traced to component failure. There was no patient involvement.